Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Available information indicates this device remains in service. No adverse patient effects were reported. Device replacement was planned for an unknown future date. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.